Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received and reviewed: 7-apr-2021: clinic note indicates the patient's right knee is pain, stiff, swollen and has been experiencing decreased rom. Radiology films indicated good cement to bone and implant to cement interfaces. There is bone build-up posteriorly which may be preventing some rotation. Global instability is also noted. 13-may-2021: clinical note indicates synovitis in the right knee. 13-jul-2021: patient underwent a right knee revision. Additional findings include poly wear of the patella with delamination. Noted to most likely be cause of the synovitis. Tibial tray and patella were revised. No significant wear was noted on the tibial insert. Records indicate the patient also had a depuy left knee replacement on (B)(6) 2006 (implants involved included on the 1st page of the first operative note attachment). During the (B)(6) 2021 clinic visit, stiffness was noted. Synovitis was noted on the (B)(6) 2021 clinic visit. At this time there has been no indication of medical or surgical intervention of the left knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee to address pain and stiffness. Date of implantation: (B)(6) 2006, date of revision: (B)(6) 2021, (right knee). Treatment: revision of tibial insert and patella components.